Event description:
Home health nurse stated pt did meter to hcp meter comparison tests at doctor's office, within 10 minutes. Stated meter read 57mg/dl, and doctor's meter (type unknown) was 97. No symptoms. Control solution tests 52 and 63, low out of range (101-152). On followup pt was uncertain of time between these tests of a month ago. (Incorrectly) cleans meter 'once in awhile' by putting control solution on a strip and inserting into meter. Meter set incorrectly; nurse reset. Control test (new strips) was in range, 124mg/dl (94-141). No harm was alleged.